Manufacturer narrative:
Patient age & weight not provided for reporting. This report is for unknown femur nail /unknown lot number. Date of original implant: unk. Other UDI: (01) unknown (10) lot number unknown. UDI unavailable. Device is not expected to be returned for manufacturer review/investigation/discarded. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a removal of a femur nail involving nonunion for revision surgery. Three screws are concomitant. Successful procedure, patient stable. No reported malfunction. Detected nonunion from x-ray. Implanted with another company¿s nail. This complaint is for two(2) devices. This report is 2 of 2 for (B)(4).